Event description:
Account alleged the knee will not go stay up and has an unintentional movement in the down direction. No injuries.

Manufacturer narrative:
Defective logic board. Account replaced the logic board to resolve the problem.